Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was "stuck" and could not be disconnected from the patient line of an amia pd cycler set which resulted in separation between the dark blue (female connector) and light blue (main body) of the transfer set. This occurred during disconnection from peritoneal dialysis therapy. The nurse advised the patient to clamp and cut the amia line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation with the female connector attached to a white luer adapter. A visual inspection with the naked eye and magnification noted the dark blue female connector separated from the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The female connector was hand-removed from the white luer adapter with no issues noted. The reported separation between the female connector and main body was verified. The cause of the separation between the female connector and main body was due to inadequate solvent application to the set during the manufacturing process. The reported connection issue at the female connector was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.